Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30141267l number, and no non-conformances was found during the review. Concomitant product: carto system, us catalog #: unknown, serial #: unknown. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter, webster cs catheter with auto ID technology and lasso® nav eco variable catheter with cryo technology and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the physician had problems to achieve the veins, he only could isolate the right superior pulmonary vein (rspv), he applied cryo everywhere with the intention to isolate the other veins. In front of this difficulty, he decided to use a lasso® nav eco variable catheter and thermocool® smart touch¿ electrophysiology catheter. A webster cs catheter with auto ID technology was also in use during cryo applications. During mapping with carto and biosense webster, inc. (Bwi) catheters, the patient became hypotensive. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove the blood accumulated around the heart, blood infusion was also provided. The patient stayed overnight for monitoring purposes. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it might happened during the cryo balloon manipulation. Radiofrequency transseptal puncture was performed. Ablation was performed prior to the cardiac tamponade. There was no evidence of steam pop during the ablation. No error messages were reported on any bwi equipment. This event has been reviewed with the bwi medical safety officer and it was determined that it is not certain that the insertion of any of the bwi product could not have resulted in a perforation; therefore, the event will be reported under all three bwi catheters (thermocool® smart touch¿ electrophysiology catheter, webster cs catheter with auto ID technology and lasso® nav eco variable catheter).